Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Although the reported patient vasospasm is an anticipated complication associated with these types of procedure, it could not be determined if this related to a device malfunction, the exact cause for the reported events cannot be determined. Executive summary: corrected: "the microcatheter distal dip marker broke and dropped into aneurysm".

Event description:
It was reported that during stent-assisted coil embolization of an aneurysm in the left ica (internal carotid artery), a microcatheter (subject device) was brought to the 1/3 proximal of the aneurysm neck. While ready to deliver a coil, the microcatheter distal tip was not stable and unexpectedly moved into the aneurysm. The microcatheter distal dip marker broke and dropped into aneurysm. Vessel angiospasm was reported. The microcatheter was withdrawn and replaced with another microcatheter of the same kind. Coiling then stenting were performed successfully without clinical consequences to the patient.

Event description:
It was reported that during stent-assisted coil embolization of an aneurysm in the left ica (internal carotid artery), a microcatheter (subject device) was brought to the 1/3 proximal of the aneurysm neck. While ready to deliver a coil, the microcatheter distal tip was not stable and unexpectedly moved into the aneurysm. The microcatheter distal dip marker broke and dropped into aneurysm. Vessel angiospasm was reported. The microcatheter was withdrawn and replaced with another microcatheter of the same kind. Coiling then stenting were performed successfully without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the catheter shaft was kinked/bent near the proximal marker and the catheter tip was noted to be damaged and the distal marker was missing. The damage noted to the device is indicative of excessive steam shaping or force being applied during use. However, this cannot be conclusively determined. An assignable cause of procedural factors will be assigned to the reported and analyzed issues.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during stent-assisted coil embolization of an aneurysm in the left ica (internal carotid artery), a microcatheter (subject device) was brought to the 1/3 proximal of the aneurysm neck. While ready to deliver a coil, the microcatheter distal tip was not stable and unexpectedly moved into the aneurysm. The microcatheter distal dip marker was visible in the aneurysm. Vessel angiospasm was reported.the microcatheter was withdrawn and replaced with another microcatheter of the same kind. Coiling then stenting were performed successfully without clinical consequences to the patient.